Manufacturer narrative:
G2: country of origin is japan h2: product analysis # (B)(4), part #9560524 lot #my10a001 after visual and optical examination and functional testing, it appears that the threads of the knurled locking screw are worn from what appears to be repeated normal use. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the manufacturer representative regarding a device used in spinal therapy. It was reported that the products are damaged. There was no patient involvement reported. There were no complications reported as a result of this event.

Manufacturer narrative:
G2: country of origin is us (united states). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.